Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a disconnection (reported as fell off) between the transfer set and the pd catheter which resulted in peritonitis. It was reported the patient had the transfer set replaced and three days ¿post op¿ the set fell off. It was unknown if the event occurred during use. The cause of the disconnection was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. The patient was retrained on proper aseptic technique. Action with pd therapy was not reported. No additional information is available.